Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that nurses had attempted to remove the foley catheter. Although the water had been removed, the end of the foley tip would not come out of the patient¿s penis. The nurses stated that they could feel the end of the foley, and after applying a gentle tug on the catheter, it eventually pulled out. The patient had jumped, but no blood had been noted. The area where the balloon had been located appeared to be significantly crinkled. The customer also reported that the distal end of the foley catheter had been kept in their office for supply records.